Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that when the user attempted to bolus, the pump was unable to deliver the requested bolus. Reportedly, the user had to change the cartridge to deliver the bolus. There was no impact to the user's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.